Event description:
It was reported that the programmer lost telemetry several times. The radio frequency head was changed out but the situation did not resolve. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Programmer passed functional testing. Software errors found in the programmer error log. A printed circuit board assembly found out of specification. Power cord bay door found broken.